Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011 the patient was treated for an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. The proximal neck measured 21-23 mm in width. Calcium deposits were also noted. Measurements not available. After the gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component were implanted; angio revealed a proximal type I endoleak. The physician then ballooned (both coda and zmed balloons were used during this procedure) the proximal neck and placed an aortic extender component. The type I endoleak persisted. The physician then implanted a palmaz stent in the proximal end of the endograft system. The type I endoleak was still visible. The physician ballooned the proximal end again. Afterwards, an aortic tear was noted. The physician implanted another aortic extender component and ballooned. The extravasation continued. The physician chose to convert to open repair. A 16x8 dacron bifurcated device was implanted. The right renal artery was implanted with a gore-tex graft. The patient tolerated the procedure.